Event description:
Clinic notes dated (B)(6) 2014 note that the patient has experienced an increase in seizures since the previous visit where device settings were changed. It was noted that device settings were adjusted. Clinic notes dated (B)(6) 2014 note that device on time was changed from 30 seconds to 21 seconds. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date. The patient was referred for generator replacement. No known surgical intervention has been performed to date.

Event description:
Additional information was received stating that the vns patient¿s device was tested and diagnostic results showed an ifi condition. The patient underwent prophylactic generator replacement surgery on (B)(6) 2014. Pre-operative diagnostic results showed normal device function and an ifi condition at the time. The surgeon attempted to program the patient¿s replacement device back the previous settings; however, diagnostic results with the replacement device and existing lead showed lead impedance within normal limits but low output status. The surgeon slightly decreased the patient¿s device settings and diagnostic results showed ok output status. No other issues were noted during the procedure. The explanting facility discarded the explanted device; therefore, no analysis can be performed.